Event description:
It was reported, the ipg has received the 'elective replacement indicator'. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.